Manufacturer narrative:
(B)(4). Date of initial report: 01/16/2017. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hemicolectomy, the device would not seal properly. Because of this issue, the procedure was converted from laparoscopic to open. Regular cautery was performed to complete the case and the patient stay was extended a few days within the ICU. No patient injury resulted.

Manufacturer narrative:
(B)(4). Date of initial report: 01/16/2017. Date of follow-up report: 01/16/2017.